Event description:
A physician reported a certas valve was implanted via v-p shunt in (B)(6) 2021 with unknown setting. On (B)(6) 2021, the set pressure could not be changed. On (B)(6) 2022, the set pressure could be changed using neodymium. On (B)(6) 2022, an attempt was made to change the set pressure, it was possible to lower the setting, but it was not possible to raise it. The valve was removed and replaced on (B)(6) 2022 the patient is recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828824) was retuned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; cut/tear in the silicone housing around the siphon guard was noted. The valve was hydrated. The he valve was flushed no occlusion noted but leaked from the cut/tear in the silicone housing around the siphon guard. The valve was leak tested and failed. Leaked from the cut/tear in the silicone housing around the siphon guard. The valve could not be reflux due to the damaged silicone housing. The siphon guard was visually inspected; marks were found in the siphon guard. The valve passed the test for programming and pressure. The root cause for the programing issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no programing issues were noted. The root cause for the cut/tear found in the silicone housing around in the siphon guard noted during investigation was probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, as noted in the "IFU", silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard noted during the investigation are probably due to a sharp or pointed object coming into contact with the siphon guard.